Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. The pump was unable to verify off no power alarm due to blank display. The pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer had issues with the pump powering off by itself. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.